Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the pump, requested multiple boluses, and initially observed insulin exiting the end of the tubing, however, the insulin was then "sucked back" into the tubing. Customer's blood glucose (bg) was 385mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.